Event description:
This spontaneous case was reported by a regulatory authority and describes the occurrence of menometrorrhagia ('periods from 2 days up to 3 weeks with clotting the size of golf ball'), abortion spontaneous ('miscarried with essure twice') and loss of consciousness ('passed out') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criterion intervention required), loss of consciousness (seriousness criterion medically significant), arthralgia ("severe pain in all my joints"), abdominal distension ("consistently bloated"), dyspareunia ("severe pain during and after intercourse"), headache ("headaches"), fatigue ("fatigued daily") and vomiting ("throwing up") , was found to have a pregnancy with contraceptive device ("pregnancy with essure"). And experienced an abortion spontaneous (seriousness criterion medically significant. The patient was treated with essure removal in (B)(6) 2016. At the time of the report, the menometrorrhagia, pregnancy with contraceptive device, abortion spontaneous, loss of consciousness, arthralgia, abdominal distension, dyspareunia, headache, fatigue and vomiting outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, arthralgia, dyspareunia, fatigue, headache, loss of consciousness, menometrorrhagia, pregnancy with contraceptive device and vomiting to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: follow-up included essure removal information adn intervention required ticked for event 'periods from 2 days up to 3 weeks with clotting the size of golf ball this case is being submitted retrospectively following an internal review. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: (B)(4)) on 26-aug-2015. The most recent information was received on 30-may-2022. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of menometrorrhagia ("periods from 2 days up to 3 weeks with clotting the size of golf ball"), abortion spontaneous ("miscarried with essure twice") and loss of consciousness ("passed out") in a 30 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. Essure was removed in (B)(6) 2016. On an unknown date, the patient had essure inserted. An unknown time later she experienced menometrorrhagia (seriousness criterion intervention required), pregnancy with contraceptive device ("pregnancy with essure"), abortion spontaneous (seriousness criterion medically important), loss of consciousness (seriousness criterion medically important), arthralgia ("severe pain in all my joints"), abdominal distension ("consistently bloated"), dyspareunia ("severe pain during and after intercourse"), headache ("headaches"), fatigue ("fatigued daily") and vomiting ("throwing up"). The patient was treated with surgery (essure removal). At the time of the report, none of the outcomes for these events were known. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, arthralgia, dyspareunia, fatigue, headache, loss of consciousness, menometrorrhagia, pregnancy with contraceptive device and vomiting to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-may-2022: quality safety evaluation of ptc. Further company follow-up with the regulatory authority or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.